Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 78mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, scratched screen, and cracked near the display window corners.